Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, it was discovered that the packaging for the head was damaged prior to opening. The inner sterile packaging is believed to be compromised. No additional information is available. No adverse event was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection of the returned product found the box had been removed from the shrink wrap and there was a tear in the grey portion near the flap and the flap itself, which likely occurred when the package was opened during surgery. The inner packaging had been opened with both the tyvek and blister returned. There was no visible damage to either the paper or the plastic of the blister packaging. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.